Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 387460, lot# v941770, implanted: (B)(6) 2012, product type: screening device. Product ID: 387460, lot# v911293, implanted: (B)(6) 2012, product type: screening device. Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-75, serial# (B)(4)implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that their recharger was not charging. The patient did not have stimulation and they were having trouble charging their implantable neurostimulator (ins). The stimulation stopped in the middle of the night and the patient had to recharge every day. It was noted that the patient only charged halfway and that was why the stimulation stopped. It was noted that the knob on the end didn't connect when the patient was pushing it in. It was working the day prior to the report but the patient had to stop and when they tried to start again it wouldn't charge. It was noted that the desktop charger had a bent connector pin. They were sent a replacement desktop charger.